Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots, and no anomalies were found related to lot 9493839. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Upon review of the lot history records for 9533838, nonconformance's were discovered relating to device malfunction. Mentor will address these nonconformance's within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient stated she had capsular contracture associated with one of her breasts. A consultation with a medical professional has been conducted; however, the affected side nor the baker grade rating was provided. No further information was available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 9533838 / sn: (B)(4) and right implant - lot number: 9493839 / serial number: (B)(4). The date of event was provided to mentor as a best estimate.